Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella 5.5 with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient noted with cardiomyopathy was escalated from impella cp to impella 5.5 to support for bridge to decision. During 5.5 support, it was reported that the left ventricle (lv) collapsed, and the right ventricle was dilated on p8. The team began running the 5.5 at p5 to medically manage. The pump was secured at the chest per abiomed support recommendation. In addition, the patient lost pulses to foot. An ultrasound was completed but the results were not back. A distal perfusion catheter may be placed. Additional information noted that the care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).